Event description:
A malfunction alarm was reported, displaying a code identified as malf 0. There was no adverse impact to the customer's blood glucose level. Customer service provided assistance to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to reach out if the malfunction code appears again.